Event description:
On the initial report received by aso on 08/09/2024, the consumer stated that the product let him the exact shape of the bandage, which caused him a red chemical burn on his skin. On the completed consumer information report (cir) received on 08/29/2024, the consumer states that the pad part of the bandage left a very red rectangle over the area. The consumer consulted a nurse practitioner (pn), who told him that he probably had an allergic reaction to the bandage and that he should stop using the product. In addition, the consumer states that he used 3% hydrogen peroxide on a swap to clean the wound area before applying the bandage.

Manufacturer narrative:
As of 09/23/2024, retained samples were submitted to the lab, and no defects were noted. In addition, aso reviewed records of production and satisfactory biocompatibility tests for this type of product, with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.